Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. However, it was noted that the upper and lower cases were broken and corroded, the battery release and battery drawer were contaminated, the side bail covers were broken, the ring cover was the wrong part, the lead flex cover was corroded, the battery contacts were compressed and contaminated, the keyboard was scratched, and the display, main printed circuit board and battery flex were corroded. (B)(4).

Event description:
It was reported that the external pulse generator had a battery leak while in it. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.